Manufacturer narrative:
Further information was requested but not received.

Event description:
It was noted that the pacemaker was found in backup mode. The programming changes were made. The patient condition was unknown.